Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed a "battery not detected" error message. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to resmed for an engineering investigation. Review of the battery logs determined that the reported "battery not detected" error message was most likely the result of the device triggering the ¿battery inoperable¿ alarm. The battery evaluation found that the battery was defective. Based on all evidence, the investigation determined the battery defect was due to an isolated component failure in the main circuit board (pcb) of the battery assembly. The battery pack was replaced to address the issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed a "battery not detected" error message. There was no patient injury reported as a result of this incident.